Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit did not start, low batteries and no power. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported failure. The fse that encountered the issue observed the batteries had no charge and no mains power. In order to resolve the issue, the fse improved power connector in the transport trolley. The fse also cleaned the ac power cart to backplane connector. Per fse, there probably was no proper contact due to inaccurate docking of the cardiosave in the cart. Tests performed. The equipment is functional.